Event description:
On 9/26/2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The cds reported they were notified by the user's healthcare provider (hcp). The user was admitted because of elevated bg levels trending towards diabetic ketoacidosis (dka). The issue was attributed to a bad infusion site, and the user did not respond to the ilet's high glucose alert. The inpatient education team reviewed the ketone action plan (kap) with the family, who expressed interest in trying steel infusion sets. The user was using the convatec inset (23", 6mm) teflon infusion set. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemia was first seen after a new dexcom g6 cgm sensor was started, and a supply change was completed. In addition, insulin dosing was stopped for approximately 5 hours during the period of hyperglycemia due to an incomplete cartridge change process. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or some other failure along the fluid pathway, as well as the prolonged period of insulin suspension during an incomplete cartridge change process, resulting in insufficient delivery.